Event description:
It was reported that a photoselective vaporization of the prostate, the fiber stopped working. The console was turned off, a few minutes passed, and then the console was turned on. Error codes 611 (chiller process fault), 602 and 202 (lps hardware interlock) were prompted by the console and the fiber no longer worked. There were no difficulties during the use of the fiber. The patient was already sedated and the procedure was rescheduled. There were no patient complications and the patient fully recovered.